Manufacturer narrative:
The user of sysmex hematology system xn-9100, including automated hematology analyzer xn-10, serial number (B)(6), reported that the patient received two platelet pack transfusions during surgery, due to a low platelet result generated by the xn-10. No serious harm occurred to the patient due to the transfusion. The user reported the patient was known to exhibit platelet clumping in the past, with platelet clumps identified in a smear review provided on a prior sample from 10.9.2023. The user stated the suspect platelet result was autoverified without repeat analysis or smear review because the analysis did not generate any flags to alert the operator to sample abnormality. The sysmex xn-9000/9100 instructions for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.5 - ip messages, details the method in which the analyzer conveys its findings. Results without an error message are categorized as "positive" or "negative" based upon preset criteria, some of which are laboratory-defined. The system bases judgments on comprehensive surveys of numerical data, particle-size distributions, and scattergrams. Flags and messages, communicated through ip messages, indicate the analyzer's findings and notify of possible sample specific abnormalities. The analysis of the suspect sample was judged "negative". Any flag not generated indicates the criteria defined were not met. The suspect analysis was limited to complete blood count (cbc) testing. Analysis through additional channels exposes the sample to more of the proprietary algorithms within the analyzer, and may better discern between cell and particle types. Chapter 15 - technical information, section 15.4.2 - analysis parameters and channels, discusses the differences between the channels. Chapter 15 - technical information, section 15.2 system limitations and interfering substances, inform the user of situations in which results may be affected. For platelets, a warning is stated: "if any of the following are present, the system may erroneously report a low platelet count: possibility of plt clumps, pseudothrombocytopenia, giant platelets. Chapter 11 further details ip message types, meanings, and judgment methods, and provides the default ip message settings. Ip message flag settings can be user-defined and will impact sample analysis judgement. The default setting for "thrombocytopenia" is a plt value <60 x 10^3/¿l. The user-defined setting for "thrombocytopenia" was set to a plt value of <50 x 10^3/ ¿l. The suspect analysis generated a plt value of 54 x 10^3/¿l. Had the analyzer been set to the manufacturer's recommended default settings, the sample would have been judged "positive" alerting the operator to the need for further review of the sample prior to result reporting. The xn series administrator guide, chapter 1 - introduction, notes: "operation of instruments and devices outside of recommended manufactures guidelines may result in inaccuracies." Review of analyzer data identified no analyzer deficiency. Data suggests a sample specific abnormality, platelet clumping, contributed to the event. This event is being reported to the FDA as an adverse event, transfusion of platelet products based on an erroneous low platelet result.

Event description:
The patient was administered two units of platelets on (B)(6) 2023, due to a low platelet result obtained on automated hematology analyzer xn-10, serial number (B)(6), there was no report of serious harm to the patient due to the transfusion.